Manufacturer narrative:
This event occurred "within one month" (unspecified). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign material was observed in the fluid path of twenty-seven (27) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The foreign material was further described as black or white. This was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from july 10, 2020 - july 11, 2020. H10: the twenty-seven (27) actual samples were received for evaluation. A visual inspection along with magnification was performed which observed loose particulate matter (pm) inside the fill port connectors in one (1) sample only. The reported condition was verified in one (1) sample; however, not verified for the remaining twenty-six (26) samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.